Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report number: 2938836-2018-12698. During follow-up, increased capture threshold and pacing impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the rv lead may not be fully inserted into the device header. The physician elected to monitor the patient during follow-up. The patient was in stable condition.